Manufacturer narrative:
Additional information: h6 and h10. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration (cvvhdf), using a prismaflex control unit, a scales pbp (pre-blood pump) alarm occurred. It was reported the alarm was cleared successfully a few times with retest; subsequently, the alarm did not clear. It was reported the set was not blood primed. The reporter stated they did not feel comfortable using the hand crank to perform a manual blood return. Treatment was discontinued without blood restitution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.